Manufacturer narrative:
Result of investigation: vyaire was not able to determine the exact root cause of the reported issue. The unit was released after performing a complete calibration. No logs available. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 o2 calibration not calibrating, error 316 "blower failure" and 401 "inspiration valve or device leaky alarm. There was no patient involvement associated from this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.